Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I got removed after 3 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "one was put in wrong and hurted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had resolved and the hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. The reporter commented: one was put in wrong and hurted. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I got removed after 3 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "one was put in wrong and hurted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had resolved and the hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. The reporter commented: one was put in wrong and hurted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.